Manufacturer narrative:
Philips has investigated this complaint. It was confirmed that a fire ignited in the neurosurgical operating room on the (B)(6) 2024 . The event was investigated by the local fire department. The fire investigation report concludes that the fire ignited in the battery compartment of the bv pulsera system and was caused by a malfunction of the accumulator battery or battery unit operation. According to additional information received from the customer, the bv pulsera had been serviced by a third party prior to the event (on the 7th of june 2024). During this service the third party replaced the approved philips batteries with neovolt brand lithium titrate batteries, which are not approved by philips. The instructions for use (IFU) clearly states (in the compatibility section) that maintenance by persons not appropriately qualified and/or using unapproved spare parts carries serious risks of damage to the equipment and of personal injury. Although requested, the system is unavailable for further analysis by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for a system malfunction, and as such the complaint was reported. Since that time, new information has been received which confirmed that the reported fire was ignited due to batteries not approved by philips. Therefore, philips has reevaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the bv pulsera was involved in a fire; however, no information regarding the fire has been provided. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was confirmed that a fire ignited in the neurosurgical operating room on the (B)(6) 2024. The event was investigated by the local fire department. The fire investigation report concludes that the fire ignited in the battery compartment of the bv pulsera system and was caused by a malfunction of the accumulator battery or battery unit operation. According to additional information received from the customer, the bv pulsera had been serviced by a third party prior to the event (on the (B)(6) 2024). During this service the third party replaced the approved philips batteries with neovolt brand lithium titrate batteries, which are not approved by philips. The instructions for use (IFU) clearly states (in the compatibility section) that maintenance by persons not appropriately qualified and/or using unapproved spare parts carries serious risks of damage to the equipment and of personal injury. Although requested, the system is unavailable for further analysis by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for a system malfunction, and as such the complaint was reported. Since that time, new information has been received which confirmed that the reported fire was ignited due to batteries not approved by philips. Therefore, philips has reevaluated this complaint as not reportable. The codes were updated based on the investigation outcome. The catalog item identifier, product UDI, reporting institution name and the reporting address city have been updated.